Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was still experiencing lack of pain relief. A new catheter was implanted on (B)(6) 2015.

Event description:
It was reported that the patient began to experience lack of pain relief. An appointment was scheduled for a myelogram but the patient missed the scheduled myelogram and also missed the following refill appointment. Later, the patient visited the site requesting oral medication. The patient's pump was refilled and the dosage was lowered. The patient requested to continue pump therapy while taking oral medication to supplement the therapy. On (B)(6) 2015, the patient visited the clinic stating that they did not feel the pump was providing pain relief. A catheter migration was observed and a revision surgery was performed to solve the issue.

Manufacturer narrative:
(B)(4).